Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician noticed that the basket at the tip was missing while attempting to extract a kidney stone through the scope. Additionally, the physician reported that it felt like something was stuck inside the scope. The physician used a thicker wire to free what was inside the scope but was unsuccessful. The physician also used a flexible ureteroscope to look through the entire length of ureter, kidney and bladder to search for the detached basket but none was found. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.